Event description:
It was reported that the patient received an alert for low hv lead impedance. The patient ignored the alert and waited to come in for a regular scheduled follow-up. The trend showed that this was the only out of range measurement recorded. In clinic, the hv lead impedance had been stable and in range. The physician elected to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.